Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. Intra-op, high impedance was found. Parameters were adjusted several times to no avail. Intra-op testing of the ipg was unsuccessful due to stimulation shutting off when amplitudes reached a certain level. Intra-op testing of the lead revealed no anomalies. As a result, another ipg was used to complete the procedure and resolve the issue. The procedure was extended by 5 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.